Event description:
It was reported that during a therapeutic procedure on a pt, the guidewire's tungsten coating peeled off while in the pt's duodena, leaving a piece of the coating in the pt's duodena. The physician then obtained another device and successfully finished the operation. The complainant indicated that the physician is allowing the tip to be eliminated from the pt through defecation. The complainant reported that the pt is in good condition.